Event description:
It was initially reported that the patient had been experiencing painful stimulation in the left neck. The patient had been referred for a generator revision, however the neurologist believed that there may be an issue with the lead as well, due to the pain. Additional information was received on (B)(4) 2012 indicating that diagnostics which were performed confirmed high impedance in the system. The patient underwent a full revision on (B)(6) 2012 and the products have since been returned for analysis. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Only a small portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The event date on follow-up report 1 was inadvertently not updated with the new date as provided by the physician.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the painful stimulation started after an appointment in (B)(6) 2012 and was first reported to the md at the follow up appointment on (B)(6) 2012, the date the end of service was observed. Diagnostics were provided from (B)(6) 2012 and were within normal limits. It was again noted on (B)(6) 2012 that end of service was observed during interrogation. X-rays were performed but have not been sent to the manufacturer for review. There was no suspected manipulation or trauma that had occurred and it was noted that the painful stimulation was believed to be related to the lead impedance. Product analysis on the lead and generator has since been completed. An analysis was performed on the returned lead portions. Note that the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device. Analysis of the generator was completed and an eri=yes condition was observed. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to a 'partially depleted battery' condition. The septa were not cored and there was no evidence of dried body fluid or corrosion observed in the connector block areas, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. No abnormal performance or any other type of adverse condition was found with the generator.